Event description:
A director of nursing reported that dull blades were noted during five surgeries on the same day. An alternate knife was obtained to continue each procedure with no impact to any patient. Additional information was received. This case now represents one identified patient who required a suture at the end of their procedure. Per the reporter, the surgeon felt that the knife had contribute to the need for a suture at the end of the case. Upon one-day follow up, the patient's status was reported as "fine". This is the second of six reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. Samples have been received at the manufacturing site and are awaiting investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).